Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in lower left anterior. The clinician states that the implant failed immediately and came out. The implant was removed on due mobility. Another implant was successfully placed at the time of surgery. Med. History: no significant findings.